Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not reported. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the imaging processor (img pc) was returned for analysis. Visual inspection revealed that the img pc was received in good condition. A malware scan was completed, and no malware was detected. The functional test failed due to a missing rdx cartridge. Factory level testing identified no hardware issues with the pc. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the investigation conclusion code of cause not established was selected. Based on a thorough review of the reported complaint, the cause of the reported event could not be determined. No hardware or malware issues were identified, and the missing rdx cartridge did not contribute to the reported allegation.

Event description:
It was reported that incorrect measurement occurred. The polaris mmg system was selected for ultrasound examination on the target lesion. During the procedure, the length was measured at 34mm, but the actual length was 24mm. No patient complications were reported.

Manufacturer narrative:
B3: date of event was estimated based on aware date as the event date was not reported. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that incorrect measurement occurred. The polaris mmg system was selected for ultrasound examination on the target lesion. During the procedure, the length was measured at 34mm, but the actual length was 24mm. No patient complications were reported.